Event description:
This event is from a literature review that compared the safety and effectiveness of proglide vs manta for large-bore access closure. The meta-analysis showed similar rates of device failures, vascular complications and bleeding. There is no clear superiority in safety and effectiveness among the devices when used for large-bore access closure. Specific patient information is documented as unknown. Details are listed in the attached article, titled "tct-601 comparison of the safety and effectiveness of suture-based vs plug-based for large-bore access closure¿. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. Article: tct-601 comparison of the safety and effectiveness of suture-based vs plug-based for large-bore access closure is attached.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. A definitive cause for the reported unspecified failure mode could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.